Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead, (B)(6) 2007. (B)(4). Lead remains in use.

Event description:
It was reported that the patient experienced shortness of breath, and that there was increased threshold, high impedance, and non-sensing. The patient was admitted to the hospital and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.